Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders and momentary squeeze (ms) pump were microscopically inspected and leak testing; the pump was also functionally tested. Both cylinders passed visual inspection and leakage test. Ms pump passed visual inspection and leakage test, but it did not pass activation de active state testing. Based on the information available and the analysis results, the ms pump did not pass activation test and the valve did not pass the de active state test, which could have caused or contributed to the reported clinical observation of a mechanical problem.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) presented a mechanical problem. The ipp was explanted and replaced. There were no patient complications reported.